Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. Further information was requested, however, was not provided.